Event description:
Additional information was received indicating that the issue occurred prior to use and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code).

Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with external damage noticed. Investigation could not get into alarm history; the pump would not power on. Visual inspection was performed. The customer's reported problem was confirmed. However, investigator did not notice any external damage to the keypad, or the connection to the main board. Investigator replaced the pump keypad and battery as a preventative measure and the pump power on. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd medfusion 3500 pump, exhibited battery issue but it was not the battery. No reported adverse effects.